Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the reported failure is the broken connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving "check therapy electrode" messages.